Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was a twiddler and developed a hematoma after the left ventricular (lv) lead was revised due to high impedance. The lead was partially removed and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.